Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The dealer alleged the pins that hold the two bed sections have broken off.

Manufacturer narrative:
Additional/updated information was added to reflect the foot section being returned to the manufacturer for evaluation. The result of the evaluation was that the bed rails had been mounted in the wrong location, breaking the rivet on the frame by the horseshoe, which confirmed the original complaint issue. However, as there was no malfunction of the device, and there was no allegation of a serious injury or death, this is no longer an FDA reportable event.

Event description:
The dealer alleged the pins that hold the two bed sections have broken off.